Event description:
It was reported that the brake did not lock and the end user fell, injuring her hip and wrist. No serious injury, but she was hospitalized for a day.

Manufacturer narrative:
It was reported that the end user applied the brake and went to sit down. When she did, the one brake did not hold and the rollator swung around. She fell and hurt her hip and wrist. There were no fractures, but it was reported that she spent a day in the hospital and then a couple of days in a nursing home. She is now back at the assisted living and is getting physical therapy. The sample was evaluated and it was determined the brake was not adjusted. It suggests that maintenance was not performed. Brakes and all moving parts should be checked to ensure proper functionality prior to use. Instructions for maintenance are covered in the owner's manual. The dealer has since met with the end user and the staff of the assisted living to discuss the importance of making sure the brakes are maintained and in good working order. However, given the report of a hospitalization, this MDR is being filed.